Event description:
In an article published on may 15, 2015, it was reported that a patient at a medical center died in 2013 as a result of carbapenem-resistant enterobacteriacaea (cre) infection following an ercp procedure using an olympus duodenoscope. Olympus followed up with the user facility in an effort to obtain additional information regarding the reported event, but with no results after multiple inquiries.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information. Based on an article received the automated endoscope reprocessor (aer) used for reprocessing the device was manufactured by custom ultrasonics. Please cross reference MFR. Report numbers: 2951238-2015-00258, 2951238-2015-00259, and 2951238-2015-00281.

Manufacturer narrative:
No device was returned to olympus for evaluation. The exact cause of the source of the infection is unknown and the exact cause of death is unknown. This report will be updated accordingly if additional information becomes available at a later time. Please cross reference MFR. Report numbers: 2951238-2015-00258, 2951238-2015-00259, and 2951238-2015-00281.